Event description:
It was reported that externalized conductors were seen via diagnostic imaging. No electrical anomalies observed. All the parameters were stable. Lead remains implanted.

Event description:
New information received states that the hv therapy was programmed off.

Event description:
New information received notes that a merlin.net transmission revealed non-sustained ventricular oversensing due to noise. Remote monitoring will continue. Patient condition is good.